Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that they encountered difficulty to screw the cusa excel 36khz standardtip straight tip (c4613s) into the excel 36khz handpiece. The user tried the 2nd set of c4613s tip with the same batch and the issue still occurred. Another batch of c4613s tip was screwed into the same handpiece, and the issue was resolved. The surgery was delayed for approximately 30 minutes due to product defect. There was no adverse consequence for the patient.